Event description:
Customer reports testing 431mg/dl and taking 30 units nph and 30 units regular insulin. Customer states he was found unresponsive 30 minutes later. The paramedics were called and tested customer at less than 30mg/dl and administered a glucose IV. No quality controls were used. Requested return of suspect device and replacement was sent.